Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that on (B)(6) 2019 she had a nurse come out to fill her pump and ran a report that read eri (elective replacement indicator) would trigger in 2 months. The patient stated she was directed to call the surgeon to get the pump replacement scheduled. The patient stated that on (B)(6) 2020, they came back out to see the patient because they were worried the patient wouldn't schedule the replacement in time, and read eri as less than 1 month. The patient stated that on sunday, she started to experience the inside of her legs getting shaky. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was in full withdrawal and the pain was getting worse. It was reported that the emergency room did not give the patient anything but she has oral medication. It was noted that the pump would not be replaced until the battery was completely dead. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving infumorph (10 mg/ml at 4.75 mg/day) via an implantable infusion pump. It was reported that the patient was in the hospital with increased pain and withdrawal symptoms. It was noted that the pain began on (B)(6) 2020 and the withdrawal symptoms began yesterday. The caller inquired about elective replacement indicator (eri) and it was reviewed that eri would occur on (B)(6) 2020. It was stated that the hcp had plans to replace the pump soon. No further complications have been reported as a result of this event.